Manufacturer narrative:
This case is still under investigation. A supplemental report will be submitted upon receipt of new and relevant information or upon completion of the investigation by the manufacturing plant.

Event description:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report does not reflect a conclusion by anika or its employees that the report constitutes an admission that the device, anika, or its employees caused or contributed to a potential patient event documented on this report. On 17may2024 a general inquiry was submitted to anika requesting information on removal of a arthrosurface wrist implant on a 68-year-old patient (dob (B)(6) 1956) and demographics unknown. Upon follow up with the surgeon who submitted the request, it was reported that the patient received the original implant on an unspecified date in (B)(6) of 2023. It was indicated by the inquiring surgeon that the implant failed, the specific failure was not reported, and the alleged failure led to the patient developing arthritis. The original implant was not performed by the inquiring surgeon. The surgeon who performed the original implant procedure was contacted requesting medical records and pre and post op x-rays.

Manufacturer narrative:
This case is still under investigation. A supplemental report will be submitted upon receipt of new and relevant information or upon completion of the investigation by the manufacturing plant. Supplemental report: the reported event is not confirmed. Additional information (patient x-rays) was provided and reviewed by engineering who reported that there was no indication of any defect with the device. A review of the batch record was performed by the manufacturing plant. There are no nonconformances documented in the batch record. The product was manufactured and released to applicable procedures and specifications. A three year retrospective review of all nonconformances was performed. There are no nonconformances associated with the reported event. The cause of the reported event could not be established. A supplemental report will be submitted upon receipt of new and relevant information. The reported event will continue to be monitored and trended for future analysis.

Event description:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report does not reflect a conclusion by anika or its employees that the report constitutes an admission that the device, anika, or its employees caused or contributed to a potential patient event documented on this report. On (B)(6) 2024 a general inquiry was submitted to anika requesting information on removal of a arthrosurface wrist implant on a 68-year-old patient (dob (B)(6) 1956) and demographics unknown. Upon follow up with the surgeon who submitted the request, it was reported that the patient received the original implant on an unspecified date in (B)(6) of 2023. It was indicated by the inquiring surgeon that the implant failed, the specific failure was not reported, and the alleged failure led to the patient developing arthritis. The original implant was not performed by the inquiring surgeon. The surgeon who performed the original implant procedure was contacted requesting medical records and pre and post op x-rays.